Event description:
The clinician reported that the software reported an error "no frame is fitted". They were unable to identify a remedy so cancelled the surgery. There is insufficient information to make an initial determination of the issue. A site visit is planned, to follow up with the clinician to try and understand the issue.